Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The gas inlet valve solenoid was replaced, and the unit was returned to service.

Event description:
The hospital reported that the unit stopped ventilating during a case, both mechanical and manual mode were affected. The unit was switched to the auxiliary common gas outlet to complete the case. There was no report of patient injury.

Manufacturer narrative:
Follow-up MDR filed to correct incident date from (B)(6) 2016.